Event description:
The hcp reported the pt was experiencing "withdrawal syndrome." The hcp had noted volume discrepancies several times. On 06/13/2006, the expected reservoir volume was 4.2ml and the pump was empty. On 05/12/2006, the pump was empty and the expected volume was 3.9ml. The pump was explanted and replaced. A follow up report will be sent when add'l info is received.